Event description:
While inserting fixation pin into left radius, approx 1/8" of pin tip broke off in distal cortex, tip was visible on fluroscopy & left in place, a replacement pin was inserted without problem. Two pins in carpal & 2nd pin in radious inserted without problem. Patient scheduled for application hoffman external fixation devicedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.